Event description:
It was reported that, "surgeon was doing a bipolar hip and when putting the broach and stem inside, the stem was too small, it just sank in."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.